Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low insulin alert on the ilet despite having a day left on the infusion set after a recent supply change, and support advised performing another supply change; the user noted a recent period of high glucose, had no symptoms during blood glucose questioning, and returned to normal range without intervention, with the device problem and component not specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.